Manufacturer narrative:
Device not returned.

Event description:
It was reported that the subject device proximal shaft was broken when removed from the patient¿s anatomy after a successful thrombectomy. The physician indicated that he pulled the subject device too hard when removing it from the patient anatomy which caused the device to break. There were no clinical consequences to the patient as a result of this event.

Manufacturer narrative:
Section d2 (common device name) : corrected to "catheter, thrombus retriever".

Event description:
It was reported that the subject device proximal shaft was broken when removed from the patient¿s anatomy after a successful thrombectomy. The physician indicated that he pulled the subject device too hard when removing it from the patient anatomy which caused the device to break. There were no clinical consequences to the patient as a result of this event.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. In case of this complaint, the customer indicated that no damage was noted to the packaging, no anomalies were noted to the device during preparation, the catheter was prepared as per the direction for use (dfu), the product was completed successfully, and no medical intervention was required. The physician also indicated that the catheter was pulled too hard when removed from the patient¿s anatomy, after a successful thrombectomy, which may be the cause of the breakage; therefore, an assignable cause of handling damage was assigned to the reported issue 'nv - catheter shaft broken/fractured'.

Event description:
It was reported that the subject device proximal shaft was broken when removed from the patient¿s anatomy after a successful thrombectomy. The physician indicated that he pulled the subject device too hard when removing it from the patient anatomy which caused the device to break. There were no clinical consequences to the patient as a result of this event.